Event description:
Physio- control found that one of the loaner devices illuminated a service indication and logged several event codes in the memory. The device was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the loaner pool.